Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the device was pacing in asynchronous mode in battery rate without prior magnet revision indicating inappropriate magnet response occurred. The cause of the reported event remains unknown.

Event description:
It was reported that during a follow up in clinic, an inappropriate magnet response was noted on the device. The device was reprogrammed, and later the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of inappropriate magnet response was confirmed. The device was received with elevated pacing rate due to magnet response anomalies. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels with signs of rapid depletion. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and results indicated elevated current drain, consistent with moisture damage. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.